Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 300 to 406 mg/dl and diabetic ketoacidosis. Troubleshooting found that the cannula was bent and the sensor customer was using expired in 2015. Customer was advised to monitor the pump and call back if needed.